Event description:
Boston scientific received information that a device pocket revision was done for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the steri-strips from the original implant did not sufficiently close the original incision, and therefore, additional interventions were done. According to the field representative blood samples were sent to pathology, however, the field representative did not know if there was an infection present. There were no additional adverse patient effects reported and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.